Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump isn't turning on. The insulin pump alarmed for low battery and the customer changed batteries numerous times. The insulin pump did not turn back on after battery change. Blood glucose reading at the time was 134 mg/dl. Troubleshooting was performed. The insulin pump powered back on was found to be functioning correctly. Nothing further reported.